Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 that occurred on the homechoice (hc) unit during dwell 5 of 5. The hp stated that he turned the hc off and disconnected. The technical service representative (tsr) assisted the hp with troubleshooting. The hp stated that he was going to do a manual exchange to complete therapy. The tsr explained the alarm indicated air entered the set up. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement; there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 5 of 5 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.